Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited non sustained right ventricular oversensing of noise. The noise was not reproducible. No other anomalies were noted. No device intervention was performed. No further information available.